Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up the right ventricular lead exhibited loss of sensing and loss of capture, dislodgement was noted. The physician decided not to revise the lead and he reprogrammed the device. The patient's condition was good.